Event description:
It was reported the asymptomatic patient presented in clinic for follow-up when the device had noise on the right ventricular channel stored on egm. Programming changes were recommended.

Manufacturer narrative:
(B)(4).